Event description:
It was reported that this device was found to be operating in safety mode. It was hypothesized that the device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this device was found to be operating in safety mode. It was hypothesized that the device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with analysis.

Event description:
It was reported that this device was found to be operating in safety mode. It was hypothesized that the device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory could not be performed due to the wiped firmware revision. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this device was found to be operating in safety mode. It was hypothesized that the device battery was exhibiting premature depletion. A surgical replacement procedure was scheduled, but has not yet occurred. At this time, the device remains implanted and no adverse patient effects were reported.